Manufacturer narrative:
This report is filed june 17, 2016.

Manufacturer narrative:
This report is filed, (B)(6) 2016.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device.